Event description:
It was reported that during a hand assisted nephrectomy procedure, the seals on the trocars were leaking pneumo. These two ports were being used with 5mm instruments as the working ports. The same trocars were used to complete the procedure. The procedure was prolonged by an unknown amount. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.